Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.6 cm. External insulation abrasion was noted at 14.7 cm to 14.8 cm from the connector pin consistent with lead friction to the device can. The cause of the reported event of noise was isolated to external friction exposing the outer coil which is consistent with friction to the device can.

Event description:
It was reported that the right ventricular lead exhibited noise. During the procedure, no slack was noted on the lead. The lead was explanted and replaced. The patient was in stable condition.